Manufacturer narrative:
(B)(4).

Event description:
It was reported that for the past 4 days the patient had felt stimulation in such a way that they felt like they always needed to go the bathroom and move their bowels. The patient believed that the wires had moved back towards their bowels. It was reported that the patient wanted help to adjust stimulation to a more comfortable location. The patient had gone in to see their health care provider (hcp) 3-4 weeks after implant and their manufacturer representative was there and changed it and it was better but it was hard for the patient to get to their hcp and the patient wanted to try it themselves if someone could help them. It was reported that the patient had the implantable neurostimulator (ins) for retention as they never went very much, plus urgency. It was noted that the patient couldn¿t hold it and when they had to go they had to go. The patient¿s symptoms were 50-100 times better for urination but not nearly enough to go without (B)(6) or go on church functions. It was reported that prior to the ins the patient had botox which helped tremendously but they still had the symptom of when they had to go they had to go. The patient was on program 1 at 1.3v and stimulation was on. It was reported that the patient changed to program 2 beginning at 0.0v and increased stimulation until they could feel it comfortably when the sat and when they stood. The patient felt stimulation in the front, like on the lip of the vagina on the right had side. It was noted that the patient would try program 2 at 0.7v. The patient had other health conditions such as arthritis and stenosis but was not a surgery candidate. It was noted that the patient just had the shots all the time for back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fcx8, implanted: (B)(4) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fcx8, implanted: (B)(6) 2014, product type: lead. (B)(4).